Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be conclusively determined. The review of the lhr (lot f1100403) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional that a thin (B)(6) female patient underwent a uterine fibroid embolization (ufe) intervention procedure on (B)(6) 2011. A 5f terumo procedural sheath was used to obtain access into the common femoral artery (cfa). It was reported that the mynx was used for closure and the incision site was covered with dermabond because the patient was so thin. There was no complication reported during the procedure or closure. Nine days post procedure, the patient reportedly presented to the emergency room (ER) with bleeding from the puncture site. Reportedly, the bleeding started after the patient strained on the commode. The patient also complained that she has had constant oozing since she was discharged following the catheterization procedure. In the ER, a vascular surgeon assessed the patient and it was reported that the mynx sealant was partially exposed therefore the physician pulled it out and proceeded to sew the artery shut. It was also reported that an ultrasound revealed a 3 cm pseudoaneurysm (psa) at the access site. The psa was evacuated surgically and the patient was put on vancomycin administered intravenously. The patient's inr level was 3.5 and her platelet count was at 75. Per the aci sales professional, the patient was not given any anticoagulant and does not have a history of blood disorders. At the time of report the patient is reported to be still recovering in ICU due to liver failure which is not attributed to the ufe or the mynx closure. No additional information was provided.